Event description:
It was reported that the pt had some fluid coming out from the implanted ear in (B)(6) 2011. A cholesteatoma was found in (B)(6) 2011, which was extending through the middle ear, and an infection was found posteriorly. The pt was explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.